Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: perform transmission checks on rob. J6 failed. Adjust j6 transmission cables and propagate arm then ran transmission test several more times. Each transmission check passed once cable was tensioned. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking and extreme difficulties passing 'rio registration'. Eventually, we were able to get 'rio registration' to pass after checking vizadiscs on the base array, checking end effector assembly, moving the robot, checking camera lens, mics tightness, drape, swapping out the mics handpiece, doing a hard shutdown, etc. However, surgeon did note that the arm was shaking during cutting. Mps already spoke with fse. Surgery was completed robotically. Update - 22-february-2021 - bp: from email intake: could not register robot. Surgical delay: 16 - 30 minutes. Spoke to mps: it is unknown if it is a hardware or robot issue. Hospital will not release any patient information. Case type / application: pka (mics).

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: perform transmission checks on rob. J6 failed. Adjust j6 transmission cables and propagate arm then ran transmission test several more times. Each transmission check passed once cable was tensioned. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob183 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
Mps reported arm shaking and extreme difficulties passing 'rio registration'. Eventually, we were able to get 'rio registration' to pass after checking vizadiscs on the base array, checking end effector assembly, moving the robot, checking camera lens, mics tightness, drape, swapping out the mics handpiece, doing a hard shutdown, etc. However, surgeon did note that the arm was shaking during cutting. Mps already spoke with fse. Surgery was completed robotically. Update - 22-february-2021 - bp: from email intake: could not register robot. Surgical delay: 16 - 30 minutes. Spoke to mps: it is unknown if it is a hardware or robot issue. Hospital will not release any patient information. Case type / application: pka (mics).